Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose is at 600 mg/dl [blood glucose increased] pen stopped working, the liquid does not come out [device failure] spring/rod does not come out when the patient tried to pull in the test, the spring is locked [device occlusion] case description: this serious spontaneous case from (B)(6) was reported by a consumer as "blood glucose is at 600 mg/dl(blood glucose increased)" with an unspecified onset date, "pen stopped working, the liquid does not come out(device failure)" with an unspecified onset date, "spring/rod does not come out when the patient tried to pull in the test, the spring is locked(device occlusion)" with an unspecified onset date, and concerned a female patient born on (B)(6) who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novolin n (insulin human) dose, frequency & route used-unk, unknown from unknown start date for "diabetes mellitus", , novolin r (insulin human) dose, frequency & route used-unk, unknown from unknown start date for "diabetes mellitus", the patient's height, weight and body mass index was not reported. Dosage regimens: novopen 4: novolin n: novolin r: current condition: diabetes mellitus (type and duration not reported). On an unspecified date, the novopen 4 stopped working , the liquid did not come out and because of that blood glucose was at 600 mg/dl. Patient performed the flow test 6 times, but without success, the spring/rod did not come out when the patient tried to pull in the test, the spring was locked. The patient used the needles as per the package insert. Batch numbers: novopen 4: hvgm623-1. Novolin n: asku. Novolin r: asku. Action taken to novopen 4 was not reported. Action taken to novolin n was not reported. Action taken to novolin r was not reported. The outcome for the event "blood glucose is at 600 mg/dl(blood glucose increased)" was unknown. The outcome for the event "pen stopped working, the liquid does not come out(device failure)" was unknown. The outcome for the event "spring/rod does not come out when the patient tried to pull in the test, the spring is locked(device occlusion)" was unknown. Preliminary manufacturer's comment: 12-oct-2021: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Reporter comment: patient needs to buy a new pen.

Event description:
Case description: investigation result: novopen 4 - batch hvgm623-1. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It was not possible to detect the alleged fault. The product was found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Novolin n - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novolin r - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: -investigation result updated -device tab, EU/ca tab and device addendum tab updated -narrative updated accordingly. Final manufacturer's comment: 10-dec-2021: the suspected device (novopen 4) has been returned to novo nordisk for evaluation. Upon investigation, device was found to work as specified. No device problem found. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia. However, elderly age of the patient and underlying diabetes mellitus are significant risk factors for the development of hyperglycaemia. Hyperglycaemia is assessed as listed according to the novo nordisk current ccds in novolin n and novolin r. This single case report is not considered to change the current knowledge of the safety profile of novolin n and novolin r. H3 continued: evaluation summary: investigation result: novopen 4 - batch hvgm623-1. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It was not possible to detect the alleged fault. The product was found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected.